Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('robotic assisted total laparoscopic hysterectomy with bilateral salpingo-oopho') in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced endometriosis ("endometriosis") and adhesion ("adhesion"). The patient was treated with laparoscopic cautery of endometriosis, robotic assisted laparoscopic adhesiolysis and surgery (diagnostic procedure, robotic assisted total laparoscopic hysterectomy with bilateral salpingo-oopho). Essure was removed. At the time of the report, the medical device removal, endometriosis and adhesion outcome was unknown. The reporter considered adhesion, endometriosis and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), endometriosis ("endometriosis"), adhesion ("adhesion"), polymenorrhoea ("frequent menses"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and autoimmune disorder ("autoimune disorder"). The patient was treated with laparoscopic cautery of endometriosis, lysis of adhesions and surgery (diagnostic procedure, robotic assisted total laparoscopic hysterectomy with bilateral salpingo-oopho). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, endometriosis, adhesion, polymenorrhoea, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered adhesion, autoimmune disorder, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, pelvic pain and polymenorrhoea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: pif received: reporter added, event :medical device removal replaced with pain. Events menorrhagia , frequent menses, dysmenorrhea, dyspareunia, autoimmune disorder added. Lysis of adhesions added as a treatment to the previously reported event of adhesions. Essure removal date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced endometriosis ("endometriosis") and adhesion ("adhesion"). The patient was treated with laparoscopic cautery of endometriosis, robotic assisted laparoscopic adhesiolysis and surgery (diagnostic procedure, robotic assisted total laparoscopic hysterectomy with bilateral salpingo-oopho). Essure was removed. At the time of the report, the medical device removal, endometriosis and adhesion outcome was unknown. The reporter considered adhesion, endometriosis and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.